Manufacturer narrative:
According the investigation details, the device was found to be missing both of the straight pins. The straight pins retain the large collet to the drive shaft and can come loose from the driveshaft.

Event description:
It was reported that during cleaning, two small parts fell out of the device. There was no pt involvement and no allegation of adverse consequences associated with this event.